Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, she was in a severe car accident due to a hypoglycemic event. The patient had been grocery shopping when her dexcom receiver alerted her of a low. She drank some (B)(6) and had some crackers. On her way home she experienced another hypoglycemic event. She is unsure if her receiver alerted her. She was in a car accident and ended up in a ditch full of water. First responders arrived and checker her blood glucose which was at 46. They treated her intravenously with glucose. She does not recall if they took another reading. Patient was transported to the hospital as she needed surgery on her hand due to part of her finger being ripped off. Patient remained in the hospital for two and a half days and was released. No additional event or patient information is available.